Manufacturer narrative:
The insulin pump had had intermittent button response due to flattened down button dome switch. No unlocked lcd keypad connector noted. Device had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and stained end cap sticker. (B)(4).

Event description:
The customer reported via phone call that the down arrow button on the insulin pump responds intermittently. The customer did not recall any significant events leading to the keypad issue. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.